Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump units mechanism to release the cart is missing.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump units mechanism to release the cart is missing. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon evaluation, the fse noticed that the latch lock came unattached due to the shoulder screw breaking off in the locking bracket. So, in order to fix the issue, the fse replaced the following parts: locking cart bracket, shoulder screw and cart console release latch. The fse then performed functional tests and insured that there were no diagnostic code. The unit was then returned to the customer and cleared for clinical use.